Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in china. During intraoperative iol injection, resistance (haptic entrapment) was encountered. The injection was immediately stopped. The iol was not fully implanted and no damaged haptic was observed. The iol with the entrapped haptic was completely removed, and a new intraocular lens was implanted. However, [?]the surgeon can't confirm which haptic (leading / trailing). Problem code: a050302 - unintended ejection.